Manufacturer narrative:
We have received the device for evaluation. When we evaluated this device, we did not find any issue that might have contributed to the failure. All of the blades were able to insert into the retainer when the device was opened and closed multiple times. All of the centering hoops were also able to insert into the sheath. We did not experience any resistance when closing the hoops into the sheath. However, we observed that the tip of the sheath was ripped which was as a result of the hoops not closing completely when entering into the sheath. However, all of the hoops were able to close completely into the sheath when the green handle was pulled all the way. We could not conclusively determine the root cause of the defect since we could not replicate the defect during our evaluation. During our follow-up, we learned that the centering hoops were partially closed when the physician withdrew the device out of the patient's vein with a blade not inserting all the way into the retainer. As, a result, it cut the distal end (1-2 cm)of the vein. The complaint device was tested before the procedure by the surgeon and was found to be working as expected. It is possible that the root cause of this defect is due to excessive force used by the physician when he was trying to close the blades all the way into the retainer. The physician then cut off the cut section of the vein and completed the anastomosis using the remaining portion of the vein. The operation completed successfully without any complication. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of similar nature for devices from this lot.

Event description:
During non-reverse bypass, the physician felt a resistance when closing the blades into the retainer. As a result, it cut distal 1-2 cm of the vein since the centering hoops were removed in the partially open position.